Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 07-feb-2020 baxter received additional information from the user facility, an implication that a spectrum pump did not start an infusion as intended during therapy. The device was programmed to deliver norepinephrine at a rate of 66ml/hour. The device had shown that 261ml had been infused however, the bag was still full. The intravenous (IV) line was disconnected from the patient and no drops were coming out even though pump stated that it was infusing. No additional information is available.